Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 7 months. Several attempts have been directed to the vad coordinator to find out additional information regarding the unreported gastrointestinal bleed, but a response has not been received. It is not known if the gastrointestinal bleed and the driveline infection are related. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2017 with dehydration, and was found to have a driveline infection. The infection was treated, but continued post-discharge on (B)(6) 2017. It was also reported that the patient experienced a previously unreported gastrointestinal bleed (gi). The exact date of the gi bleed was not provided. Additional information has been requested, but has not been provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection and gastrointestinal bleed could not be conclusively determined. Driveline infection and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.